Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter board. System operates as intended. (B) (4).

Event description:
The customer reported image problems. No pt injury was reported.